Event description:
I used byte aligners to straighten my teeth. I completed the process and everything seemed fine. I received a notification from byte that their aligners were causing problems and that if I had experienced any issues I should reach out to them. I reached out to them because my dentist told me that I have bone deterioration and require periodontal cleanings now. I attempted to communicate to them what was going on but they refused to communicate with me. The refused to provide me a copy of my contract which I signed with them at the beginning of my treatment. I have never been diagnosed with either issue prior to using byte.